Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 587 mg/dl. The patient treated via insulin manual insulin injection. There was blood at site. The customer could not get insulin to exit the tubing. The customer changed the infusion set and resumed treatment. The insulin pump was not returned for analysis.